Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead¿s thresholds were fine with the catheter in place but once the catheter was removed the thresholds rose. The lead was removed and the lead tip was cleaned of tissue. The physician felt uncomfortable with the appearance of the distal lead body and felt there might be a slight crack in the plastic lead body located close to where the helix is located. A possible lead tip fracture was suspected. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was able to pass through a c315 catheter. If information is provided in the future, a supplemental report will be issued.